Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing contralateral approach. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. After crossing the wire, a 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. There was no effect nor injuries of this event on the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing contralateral approach. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. After crossing the wire, a 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. There was no effect nor injuries of this event on the patient.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter city: (B)(6). Device evaluated by MFR.: mustang 10.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A balloon longitudinal tear was identified beginning approximately 6mm proximal of the proximal markerband and extending approximately 27mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.